Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 06/2023).

Event description:
It was reported that prior to an angioplasty procedure, the shaft of the device allegedly broke during preparation. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to an angioplasty procedure below the knee via the btk artery, the shaft of the device allegedly broke during preparation. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the sample was returned for evaluation. The evaluation of the returned device confirmed a break in the hypotube shaft 119mm from the strain relief. The result of the investigation is confirmed for the reported shaft break issue. The definitive root cause for the reported shaft break issue could not be determined based upon the available information. Labeling review: instructions for use for sleek pta rapid exchange (rx) dilatation catheter product family was reviewed the following sections are applicable: precautions: carefully inspect the catheter prior to use to verify that the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. If resistance is felt upon removal, then the balloon, guidewire and the sheath/ guide catheter should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath/guide catheter as a unit and withdrawing both together, using a gently twisting motion combined with traction. Before removing catheter from sheath/guide catheter it is very important that the balloon is completely deflated. Directions for use: inspection and preparation. Remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. H10: b5, d4 (expiry date: 06/2023), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.